Event description:
It was reported that the patient's right ventricular (rv) lead has had rising pacing thresholds and rising pacing impedance over the previous 11 months. These changes have resulted in a polarity switch during the time period as well reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.